Manufacturer narrative:
The reported malfunction was observed and attributed to a loose connection on the battery power cable. The cable was reseated, fastened and retested successfully as part of the repair process. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.